Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with stained keypad overlay, scratched case, and serial number label missing. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify missing segments or partial display, failed battery test alerts, and unexpected battery power loss due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error with the open book image. The insulin pump started flashing and said battery failed. The insulin pump turned off and customer tried changing battery. The customer experienced high blood glucose and treated with mannual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.